Event description:
Provider was using disposable aspiration needle during bronchoscopy when the needle failed to extend. Needle was pulled and replaced with new one and aspiration proceeded without a problem.